Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect brand name was mistakenly reported under the initial submission. It has been corrected under field d1 on this form. Manufacturer¿s reference number: (B)(4), d1 brand name.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with an unknown size unknown saline implant and experienced left side capsular contracture; baker grade unknown. As a result, the device was explanted on (B)(6) 2020.